Manufacturer narrative:
Disclaimer: safeskin corp (safeskin) submits the following report to the FDA in compliance with 21 cfr 803. This report is based upon info provided from a lawsuit in which safeskin is named defendant. This report shall not be contrued as an admission by safeskin that the product(s) described herein are products of its MFR and are or were defective or dangerous in any respect, or that any casual relationship exits between these products and any actual or potential injury. In addition, the submission of a report by safeskin shall not be construed as an admission that a reportable event has in fact occurred.

Event description:
On 10/20/1998, safeskin corp was served with the following lawsuit: lawsuit alleged that the decedent was exposed to latex products including latex gloves. As a proximate result, the individual developed serious illnesses and injuries which ultimately lead to his death on 8/29/1997.